Manufacturer narrative:
Cine image review: the cine review show the attempts to withdraw the balloon, while the balloon was stuck in the lesion. The pulling motion of the captured balloon caused the guide catheter to advance into the left coronary artery. It was this forcing of the guide against the proximal edge of the stenosis that caused the dissection. (B)(4), (B)(4) association of cardiovascular intervention and therapeutics. A rare instructive complication of balloon catheter fracture during percutaneous coronary intervention. Cardiovasc interv and ther (2016) 31:70¿74. Published online date.

Event description:
It is reported that coronary artery dissection was caused by the tip of a sherpa guiding catheter. The physician was attempting pci for a severely stenosed and calcified lesion in the lcx. A 6fr sherpa nx guiding catheter was inserted through the left coronary artery (lca), and a non-medtronic guide wire was passed through the lcx artery. Because the target lesion had severe stenosis and calcification, even a slender balloon catheter could not completely pass through the lesion. Therefore, the balloon was inflated at the most distal point it could be delivered. When the balloon catheter was removed, the sherpa guiding catheter was instantly pulled into the coronary artery because the balloon became stuck in the lesion. Cag just after balloon inflation demonstrated no blood flow in the lcx artery. Because there were plaques in the proximal part of the lcx artery, it was judged that coronary artery dissection had been caused by the tip of the guiding catheter. Therefore, a resolute integrity 2.5/22 mm drug-eluting stent was deployed in the lcx artery from its proximal part. The procedure was completed with kissing balloon inflation in the main lcx artery, and ballooning in the obtuse marginal artery. The physician reported no abnormality for the sherpa and resolute integrity devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.